Event description:
The patient was implanted with a bi-ventricular assist device (bivad pvad). It was reported by the vad/transplant coordinator that the perfusionist unplugged the dual drive console (ddc) to transport the patient. Then the perfusionist unplugged the ddc, the bottom module of the ddc turned off (stopped pumping) and all the lights turned off. When the ddc was plugged back in, the bottom module resumed pumping and performed as intended. The patient was stable throughout the incident.

Manufacturer narrative:
The patient remains stable on bivad support. The device is being analyzed and the manufacturer is awaiting the results. A supplemental report will be submitted when the manufacturer's investigation is completed. There is no further information available at this time.